Manufacturer narrative:
The user reported persistent "no sensor detected" alerts and unstable signal issues. The user was unable to palpate the sensor. Troubleshooting for transmitter placement over the sensor was conducted via zoom-assisted session, but the issue could not be resolved. The user was initially given a transmitter replacement to determine if the issue was related to the transmitter. However, the issue persisted following the replacement. As a next step, the user was advised to reach out to their hcp for assistance with locating the sensor and to discuss the next steps, such as sensor removal and replacement. An RMA was authorized for return of sensor and transmitter for further investigation.only the transmitter was returned to senseonics by the time of complaint closure. Investigation found that the returned transmitter passed all tests with no identified issues. Assessment of potential malfunction related to the sensor was not possible, as the sensor itself was not returned; therefore, no further investigation could be conducted. Based on the available information, the complaint was most likely due to the original sensor being inserted too deeply. The dms confirmed that the user was re-inserted with a new sensor on 24 feb 2025 and is currently using the system.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected" alerts which led to early sensor removal.